Manufacturer narrative:
Investigation ¿ evaluation. Event description: it was reported on 06/15/2020 of an incident involving a ngage nitinol stone extractor nge-022115 from. The basket of the device reportedly would not open during a ureteral stones procedure on (B)(6) 2020. Further communication with the user facility clarified that the stone extractor was advanced into the target position through a flexible ureteroscope, but the user could not open it successfully. Then the user removed the device and tried to open the extractor several times. The extractor still could not be opened. At last, the user replaced another new device to complete the procedure successfully. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle in the open position and the basket formation protruding from the basket sheath. The basket formation was in a closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There were no kinks in the basket sheath. There was peeling noted on the outside braiding of the basket sheath. Clear shrink tube covered approximately 2mm on the proximal end of the basket wires. The wire coverings are flared in appearance. The basket wires appeared bent approximately 7mm from the end. A functional test determined that the handle does not actuate basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was closed and could not be opened. The distal end of the device was damaged, with the braiding on the basket sheath peeling, the clear shrink tube moved distally, and the basket sheaths were flared at the distal ends. It appears likely the distal end of the device was damaged, which prevented the basket from opening. All baskets are inspected for functionality and damage during manufacturing and quality control checks and are packaged with the basket in the open position, indicating the device was not damaged when received by the user. The device was likely inadvertently damaged during use. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during removal of a 1.3 cm kidney stone using a ngage nitinol stone extractor, the extractor was advanced into the target position through a flexible ureteroscope, but the user could not open it successfully. The user reported there was nothing with the patient's anatomy that prevented the basket from opening or closing. The user then removed the device and tried to open the extractor several times, the extractor still could not be opened. The user opened a new device to complete the procedure successfully. There were no adverse effects to the patient as a result of this occurrence.